Event description:
Tubing was intact when removed from the packaging. After placement was noted to be leaking. Team member tightened the tubing so that the leaking stopped. Shortly thereafter, the same team member noticed that the tubing appeared severed with blood & ivfs (in vitro fertilization) leaking. The tubing had not been cut or pinched while in use. Extension tubing was changed. Bd maxzero, lot 25105684.